Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: a visual inspection was performed on the returned guide wire. The reported core break and stretched coils were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on review of the similar incidents, there is no indication of a lot specific issue. The investigation was determined the reported core break and stretched coils appear to be related to circumstances of the procedure. Base on the reported information and returned analysis, it is likely that the guide wire became kinked against the abnormal angle during advancement. Manipulation during the procedure likely resulted in the core separation and stretched coils. The fracture face at the core separation appeared to have been kinked prior to the separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the distal posterior left ventricular artery with moderate tortuosity and no calcification. It was noted the left ventricular artery had an abnormal angle. A 190cm hi-torque turntrac guide wire was advanced to the target lesion with no resistance. An unspecified stent delivery system (sds) was advanced over the guide wire and the stent was successfully deployed. After the sds was removed, under fluoroscopy, it was observed that the guide wire was coiled up [stretched] and unraveled. The guide wire was removed from the patient without issue to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.